Manufacturer narrative:
The device associated with this report was not returned. It is stated in the initial product investigation request, it was not suspected that the device failed to meet specifications or contributed to the reported event. A complaint database search finds no other reported incidents against the provided product and lot code since its release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional info be received the investigation will be reopened.

Event description:
Pt's femur was fractured during implantation of a summit stem. This also extended surgery by 20 minutes.